Event description:
The doctor reports that the patient complained of pain and showed abnormal swelling, but no lesions and it was necessary to remove the implant. Symptoms: pain, inflammation, edema, allergic reaction and infection. The doctor confirms in the per that the procedure was not completed by placing other implant. The affected dental position is # 23.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight: unknown / not provided. PMA 510k: k011245 and k002188.

Manufacturer narrative:
Four tapered swissplus implants, (spb12 & spb14 (3)) were returned for investigation (see images attached). Visual/physical evaluation of the as returned products identified signs of use but apparent signs of malfunction. Functional testing could not be performed due to that nature of the devices and event. This investigation addresses the device, spb14 (2). DHR review was completed for the subject lot number 61861843. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61861843 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Appropriate documentation was reviewed. The following complications may occur relative to implant placement: pain, discomfort, dehiscence, delayed healing, paresthesia, hyperesthesia, edema, hemorrhage, hematoma, infection, inflammation, local and generalized allergic reaction, lack of integration, loss of bone, and loss of implant. Other adverse effects may also occur as a result of iatrogenic factors and host responses. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were patient factors (host responses). Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported allergic reaction with implant and symptoms (pain, inflammation, edema and infection).